Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had fallen multiple times in the past 2 months. The patient said after the first time they fell they started having pain at the implant site. The patient said about two and half weeks ago they started having bladder issues. The patient said she had a return of frequency. The patient had an appointment scheduled to see their healthcare professional in april. Patient services reviewed how to see the handset but also reviewed that it is up to the patient if they want to adjust stimulation. The patient was redirected to follow up with their healthcare professional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: there were no other circumstances that led to the pain at the implant site and return of symptoms other than the fall. It was unknown whether the pain at the implant site and return of symptoms resolved, what other actions were taken, or are planned, to resolve it. No further complications were reported.